Manufacturer narrative:
The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2008, it was reported to boston scientific corp that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, during the procedure, the water pressure was too low and the prostatic balloon had a leak. The procedure was completed with another prolieve thermodilitation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "good."